Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and was unable to create the reported problem. No trouble was found. The ECG cables were not available for evaluation. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem.